Manufacturer narrative:
The investigation concludes that lower than expected results were obtained from a single level of non-vitros biorad ethanol/ammonia controls, lot 54480 using vitros amon slide lot 1023-0271-2293 on a vitros 5600 integrated system. The assignable cause of the event is an instrument event related to microslide incubator. It is likely that ammonia contamination was present in the microslide incubator, however, no pre-service vitros amon within-run precision test was performed, therefore, ammonia contamination in the microslide incubator could not be confirmed. A vitros field engineer (fe) went on site and replaced the cm/rt evaporation caps and cleaned the microslide incubator. Post-service vitros amon results were reviewed for the timeframe of 01 may 2026 through 18 may 2026, and acceptable vitros amon performance was obtained.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected results obtained from a single level of non-vitros biorad ethanol/ammonia controls, lot 54480 using vitros amon slide lot 1023-0271-2293 on a vitros 5600 integrated system. Biorad l2 vitros amon results of 120.5 and 109.6 umol/l vs. The expected result of 90.91 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The non-reproducible vitros amon results were obtained from a non-patient quality control fluid and there was no allegation of patient harm. However, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).